Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) failed to provide bradycardia therapy and the patient lost consciousness. The device was explanted and replaced without incident.